Event description:
Account stated that a pt that had been running high for ck had a result of 8 u/l. When the sample was repeated, the result was 11,624 u/l. Three subsequent samples gave results of 10,423;8660, 8660 and 5847 u/l. The account did not indicate that the pt was adversely affected by the incorrect result. The field svc rep found the instrument was pipetting incorrectly and repaired the analyzer by replacing the pipetting system.